Event description:
A malfunction alarm, identified by code malf 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, ensuring the issue did not recur. The customer was advised to continue using the pump and instructed to contact support if the problem reappeared, which they acknowledged and understood.